Event description:
It was reported that a shaft break occurred. It was a salvage case. The patient was found down in the field and they were trying to revive him. However, the patient did not came into the lab alive. A 2.50mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed from the touhy but the shaft broke on the way out. It was probably pushed pretty hard. It was unknown if the procedure were finished that they were pulling everything out. The patient did expire but not because of the device.

Event description:
It was reported that a shaft break occurred. It was a salvage case. The patient was found down in the field and they were trying to revive him. However, the patient did not came into the lab alive. A 2.50mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed from the touhy but the shaft broke on the way out. It was probably pushed pretty hard. It was unknown if the procedure were finished that they were pulling everything out. The patient did expire but not because of the device. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 25.4cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded.